Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and leads are malfunctioning. It was noted "the ICD never once fired since it was placed approximately seven years ago". The patient also experienced two episodes of collapse due to fainting. The cardiologist is not recommending replacement. The ICD and leads remain in use. No patient complications have been reported as a result of this event.